Event description:
Saline breast implants have capsular contracture and I believe they have made me sick for years. Pain, numbness, tingling in arms, hands, feet, legs, brain fog. FDA safety report ID # (B)(4).